Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, one side of the retrieving gate of a firstpass mini broke off whilst a suture was being passed. The broken piece was identified in the knee using fluoroscopy and retrieved by the physician. Surgery resumed after a non-significant delay of 3 minutes with a back-up firstpass mini. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the provided images were reviewed and do not contribute to the root cause of the reported breakage. Based on the information provided no clinical factors were found which would have contributed to the reported firstpass mini breakage. No patient injuries or adverse consequences were reported. Since the broken piece was retrieved from the patient and no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.